Manufacturer narrative:
Findings: pump was received with no vibration during self-test due to broken vibrator motor wire (black). Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump have vibrate anomaly. Customer's blood glucose at time of incident was unknown. Customer was assisted to perform a self-test and pump did not vibrate during the vibrate test. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.